Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a no flow event occurred. The target lesion was 30 mm in length and was located in the left anterior descending (lad) artery. A temporary pacemaker and impella ventricular assist device were inserted into the patient prior to the intervention. The physician used a prowater guide wire to access the lesion and then exchanged it for a csi viperwire guide wire. A csi orbital atherectomy device (oad) was loaded onto the guide wire and advanced just proximal to the lesion. The physician performed three runs at low speed to treat the lesion. The physician removed the oad and post-atherectomy angiography did not reveal any complications. The lesion was post-dilated via balloon angioplasty six times, but when the physician attempted to deploy a stent, no flow was observed in the lad. At this point, the patient coded and cardiopulmonary resuscitation (CPR) was initiated. The patient was revived and the physician was then able to successfully stent the lesion. The patients blood pressure then dropped and CPR was again initiated. After 45 minutes of emergency measures, the patient expired. It is believed that the patient had heart failure, but the exact cause of the no flow and patient death could not be determined. The facility was unwilling to provide any additional information to csi regarding this event.